Event description:
Additional information received from a clinical adverse event report indicated the patient was re-hospitalized six (6) months post-procedure due to left-sided weakness, infection and MRI changes. The patient required resection and was hospitalized for 12 days.

Event description:
According to lantern ae form, following an ablation on (B)(6) 2020, site reported patient experienced a non-healing scalp wound and evidence of purulence drainage on (B)(6) 2020. The patient received interventions of medication, wound exploration, irrigation and debridement for abscess and infection, removal of cranioplasty; scalp wound closure. The patient was hospitalized on (B)(6) 2020. The adverse event was indicated as possibly related to the surgical procedure.